Manufacturer narrative:
The affected cobalt chrome 12/14 taper femoral head, tandem international bipolar and synergy porous stem were not returned for evaluation. Our investigation including a review of complaint history revealed no additional complaints for the listed batches with the same failure mode. The devices were manufactured in 2016 and 2017. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that without the explant analysis and based solely on the unidentified copy of the radiological image, the exact cause of the inferolaterally displaced cup/head could not be determined. The non-radiopaque retention ring cannot be identified on the provided image. Although trauma was not reported, it is unknown if it was a precursor to such a significant dislocation. The patient impact was the reported dislocation, revision procedure, expected pain/discomfort, and a post-revision rehabilitation phase. No further medical assessment can be rendered at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to patient (B)(6) suffered a dislocation seven weeks after her hip replacement.